Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02856. It was reported the patient¿s entire system was explanted due to an infection. There was drainage at the lead and ipg site. Patient was treated with oral antibiotics. Reportedly, the patient is recovering.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.